Event description:
It was reported that a vio® one-pedal footswitch was involved in an incident during an unspecified outpatient procedure. The footswitch was used with an erbe electrosurgical unit [esu/generator, model vio 300 s, part number (p/n) 10140-300, serial number (s/n) (B)(6)]. No other information was provided regarding any other accessory or esu settings used in the procedure. Per the report, "an unintended permanent activation occurred" during the interventional work and continued after even after the pedal of the footswitch was released. Per the incident "the footswitch had to be heated with a hair dryer to restore normal operation." No patient injury was reported.

Manufacturer narrative:
The involved erbe esu and one-pedal footswitch were thoroughly inspected and tested as applicable. The evaluation was as follows: esu the generator was found to be functioning as intended on february 09, 2026. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are functioning properly. No problems were found with the esu that could have caused or contributed to the incident. One-pedal footswitch. The footswitch was examined by erbe china. The error pattern was able to be reproduced at low temperatures (10°c and below) and a b10 error message was observed. Per the reported information and the testing, it appears that footswitch may not been acclimated and/or was operated outside of the required temperature parameters that are in the footswitch's notes on use. However, no conclusive determination could be made as to the cause or causes of the continuous activation of the footswitch's pedal. No anomalies were found in the device history record (DHR) of the esu or footswitch.